Event description:
Clinical adverse event received for increase pain. Event is not serious and is considered mild. Event is possibly related to both device and procedure. Date of implant: (B)(6) 2022, date of event: (B)(6) 2022, (left knee). Treatment: aspiration/drainage; bloody, cloudy fluid was extracted and sent for synovasure.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical notes and operative notes were reviewed: on (B)(6) 2022 the patient had a bilateral knee arthroplasty. Depuy components were used during this procedure, including depuy patella and depuy cement. (B)(6) 2022 medical records note the patient has a moderate effusion of the left knee, with swelling and pain. An aspiration was done and patient was positive for culture growth.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary: no device associated with this report was received for examination. All available photographs were reviewed and found no issue. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation mre was not performed.